Event description:
The pt reportedly experienced performance deterioration followed by an overly loud sensation and sound quality issues. The pt was seen at the center for device eval. External equipment was exchanged. Testing performed confirmed that the device was functioning. The pt's parents have requested removal of the device. The pt's device was explanted.